Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used because it had high rv lead impedance. The lead was explanted and replaced. As well, the patient's left ventricular (lv) lead dislodged during implant. The lead was re positioned and remains in use. No patient complications have been reported as a result of this event.